Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by our affiliate that during operation fms duo+ pump continues pumping and pressure couldn't be measured. Potentially there could be to much pressure in the joint, it is not clear if the patient is okay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and repaired at the service center. The complaint was not confirmed, as the pump did not continue pumping as originally reported. Other deficiencies were found at the service center following repair of the device. The suction pump cover was missing and the irrigation pump cover was damaged, therefore the covers were replaced. The device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists. A review into the depuy synthes mitek complaints system revealed no complaints of any kind for this serialized device with the product code that was released to distribution. Per the service center evaluation, the damage to the protective covers and worn pressure adjusters the originally reported failure may be possible. The device damage observed may have been caused by user mishandling. However, given the information provided we cannot discern a potential root cause for the reported failure. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from affiliate on 26january2018: it was noted the hose on the pressure sensor was not properly tightened, making the pump remained pumping so there was no pressure. Reportedly the hospital felt like user error may have contributed to the issue and would investigate that further. They have ruled out that the pump didn¿t worked properly, but noted that the pressure sensor needs to be investigated / cleaned. Information about patient is still unknown. Additional information received from the affiliate on 02february 2018: the procedure was reportedly a arthroscopy knee procedure. A low pressure error code/alarm was received. A spare pump was used to complete the procedure indicating alternatives were readily available. Reportedly there was a five (5) minute delay to the procedure while the spare pump was received. Reported the patient initially had a swollen knee but left the hospital in good condition.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the device was received and repaired at the service center. The complaint was not confirmed, as the pump did not continue pumping as originally reported. Other deficiencies were found at the service center following repair of the device. The suction pump cover was missing and the irrigation pump cover was damaged, therefore the covers were replaced. The device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists. A review into the depuy synthes mitek complaints system revealed no complaints of any kind for this serialized device with the product code that was released to distribution. Per the service center evaluation, the damage to the protective covers and worn pressure adjusters the originally reported failure may be possible. The device damage observed may have been caused by user mishandling. However, given the information provided we cannot discern a potential root cause for the reported failure. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).